Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3898-33, lot# lb9996, implanted: (B)(6) 2005, product type: lead. Product ID: 747166, serial (B)(4), implanted: (B)(6) 2004, product type: extension. The main component of the system. Other relevant device(s) are: product ID: 3898-33, serial/lot (B)(4), ubd: 13-feb-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other pain indications ¿ other. The patient¿s health care provider implanted the implantable neurostimulator in her hip and ran ¿a tube¿ from the implantable neurostimulator all the way up her spine between her shoulder by c5 and c6. The health care provider brought the ¿tube¿ up there and made another incision and at the end of the tube, he kind of pressed around itself and put the end through it. It was reported that her wires broke with her first implant, and that since receiving her implant, the therapy has somewhat improved her ability to perform daily activities; however, the pain relief that she was experiencing did not meet her expectations. Additional information was received from a consumer regarding the patient on 2018-mar-23. It was reported that the therapy never helped her pain, and the implant did not work for her. A couple of weeks after she was implanted, a wire was sticking out behind her left ear and the wire came through her skin. The patient had the device replaced to resolve the issue. There were no further complications reported or anticipated. The patient¿s medical history includes having seen a primary care specialist, pain management specialist, neurosurgeon, and neurologist from pain treatment. As of (B)(6) 2005, the patient had been experiencing chronic pain for 9 or more years. The patient was diagnosed with dystonia as a cause of her pain. In (B)(6) 1995 she was diagnosed with a rare muscle and nerve disease in the cervical area and around her brain stem. She was having muscle spasms and was in so much pain. They told her it was one of the most painful diseases. Botox did not do her any good. She had so much botox and cannot eat meat or anything. This device was supposed to be revolutionary. Her health care provider said he had never done it before and did not know anybody else who did. This was his first time. He knew spinal cord stimulation helped the back and he thought he could put it in and run the tube up to the back of her head and it would help her pain. He was wonderful about trying to help her because on a 1-10 scale, her pain was at 12. The patient reports that the c5 and c6 vertebrae are now herniated which started probably about 10 years ago. ¿it makes her head gets forward and stuff.¿